Manufacturer narrative:
The biomedical engineer (bme) reported that all the beds were removed from the central nurse's station (cns) monitoring screen. They were able to add the beds back to the cns, and everything is working. They did not reboot or have a power outage. They are requesting to have the logs reviewed to see what caused the beds to disappear. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that all the beds were removed from the central nurse's station (cns) monitoring screen. They were able to add the beds back to the cns, and everything is working. They did not reboot or have a power outage. They are requesting to have the logs reviewed to see what caused the beds to disappear. No patient harm was reported.